Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 43 mg/dl. Customer¿s current blood glucose value was 254 mg/dl. Customer treated with snack for low blood glucose. Customer also complained for sensor updating, change sensor and calibration not accepted. The reservoir will not return for the analysis.